Event description:
The manufacturer became aware of this event through device tracking department. Based on the information on patient implant form, patient has received two perceval plus aortic valves (pvf-l and pvf-xl) on (B)(6) 2024. Based on the further information received, pvf-l was implanted in the patient and pvf-xl was not used. Reportedly, patient was sized in between l and xl, both valves were opened, and ultimately pvf-l was chosen to be implanted. As reported, there was no significant delay in the procedure and no malfunction with the devices were noted.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6. The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Based on the information available, patient was sized in between l and xl, both valves were opened, and ultimately pvf-l was chosen to be implanted. It was also reported that no malfunction with the device was noted. Furthermore, from the document review performed, no manufacturing deficiencies were noted. As such, the event was not related to the device.

Event description:
The manufacturer became aware of this event through device tracking department. Based on the information on patient implant form, patient has received two perceval plus aortic valves (pvf-l and pvf-xl) on (B)(6) 2024. Based on the further information received, pvf-l was implanted in the patient and pvf-xl was not used. No further information is available at this time.